Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision poly change (B)(6). When poly was removed it was identified as #5 x 16mm and the baseplate was #4. Mismatched poly to tibial baseplate. The original surgery was performed on (B)(6) 2016. A #4 x 16 ts poly was implanted on (B)(6) 2016.